Event description:
It was reported that the user experienced a blood glucose of 52 mg/dl associated with recent dietary changes and meals not being adapted in time, and the user requested and was guided through a factory reset with basic pump setup education. Investigation included customer support troubleshooting and user education on device setup and meal announcements. Investigation of this case revealed no device malfunction reported and a likely use-related issue related to incorrect meal size or timing in the context of diet change, with the device operating as designed. Symptoms included shaking and anxiety consistent with hypoglycemia. Outcomes included user self-management without reported need for emergency care. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with meal announcement and size estimation during dietary transition.